Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) exceeding 20 mmol/l (360 mg/dl) while wearing the pod on the leg between 4 and 24 hours. The cannula was found to be bent after removal. At the hospital, insulin was administered (method unknown).